Manufacturer narrative:
Initial.

Event description:
It was reported that the user unintentionally navigated to the fill tubing screen after pausing insulin for a shower and, while disconnected, sought guidance to exit the screen without initiating a fill or delivering insulin. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no need for medical care. Investigation included customer service troubleshooting and user education to exit the screen while disconnected. Investigation of this case revealed no insulin delivery during the event and no alerts or alarms, indicating normal device function with user interface confusion rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with intended device functionality.